Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1996, product type lead; product ID 74001, lot# n212973, implanted: (B)(6) 2011, product type adapter. (B)(4).

Event description:
It was reported that the patient had telemetry issues. It was noted that they were performing a third physician mode recharge (pmr) session. It was noted that the patient last recharged in (B)(6) 2013 and had stopped recharging due to other health issues. It was noted that the patient had heart issues, poor health and was in the hospital. It was further noted that the patient¿s implantable neurostimulator (ins) was located on the front side in the left lower quadrant and the pocket was loose. It was noted that the ins might be flipped because it was so loose. It was noted that the patient used to get good coupling when lying on the back. It was further noted that they were unable to perform an x-ray. It was noted that about a week prior to the report, the patient was unable to ¿talk to their battery.¿ additional information received reported that the patient was in overdischarge and the manufacturing representative attempted to perform a physician mode recharge (pmr). It was noted that the patient¿s battery was really loose and the manufacturing representative though that it had flipped and it was sitting on the patient¿s left lower anterior quadrant. It was noted that the patient¿s battery was placed in the stomach and the patient had lost weight. Additional information received reported that the pmr was not successful. It was noted that a 4th pmr was suggested, but the patient did not want to proceed. The patient was sore and her back was hurting from lying supine for 4 hours on the exam table. It was noted that the patient wasn¿t experiencing any symptoms. It was noted that an x-ray was taken on (B)(6) 2014 to determine if the battery was flipped. It was noted that the physician believed the battery was flipped. Additional information received reported that the physician was able to move the patient¿s skin so that the ins was sitting more upright in the pocket. It was noted that the patient attempted another pmr on her own, but was unsuccessful in getting the normal charging screen.